Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio and therefore not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer returned the device to physio-control for evaluation. Physio-control evaluated the device and verified the reported failure to power on completely. The device was also observed to have an event code logged in its service memory. After clearing of the event code, the device was able to power on and function normally. The cause of the reported and observed issue could not be determined.